Manufacturer narrative:
As reported, the balloon of a 5mm 20cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at eight (8) atmospheres (atm) during its initial inflation. Therefore, the device was replaced with another 5mm 25cm saber rx balloon catheter and it inflated without any problems. An unknown stent was implanted, and the procedure was completed. There was no reported patient injury. This was an endovascular therapy (evt) case. The lesion was the superficial femoral artery which had 90% stenosis and a little calcification. The lesion had some calcification. Vessel tortuosity was moderate. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. The balloon did not inflate normally, it ruptured. The maximum inflation pressure was at 15 atm. The balloon did not maintain pressure during inflation, it ruptured. The balloon deflated normally. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. No patient injury occurred. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 82186208 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of 90% stenosis may have contributed to the reported event, as a heavily stenosed lesion may damage balloon material when attempting to cross the lesion. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of a 5mm 20cm 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at eight (8) atmospheres (atm) during its initial inflation. Therefore, the device was replaced with another 5mm 25cm saber rx balloon catheter and it inflated without any problems. An unknown stent was implanted, and the procedure was completed. There was no reported patient injury. This was an endovascular therapy (evt) case. The lesion was the superficial femoral artery which had 90% stenosis and a little calcification. There was no difficulty removing the product from the hoop or when removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prep normally. The contrast to saline ratio was 1:1. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The lesion had some calcification. Vessel tortuosity was moderate. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger depressed into the syringe/indeflator when trying to inflate. The balloon did not inflate normally, it ruptured. The maximum inflation pressure was at 15 atm. The balloon did not maintain pressure during inflation, it ruptured. The balloon deflated normally. The balloon catheter did not kink while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. No patient injury occurred. The device will not be returned for evaluation as the device was discarded at the hospital.